Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient was having multiple intermittent alarm conditions. The system controller was exchanged; however it did not resolve the situation. The alarm condition could be reproduced by asking the patient to lean forward. A review of the log file submitted to the manufacturer showed that the pump was not able to maintain the set speed, with power increases and an elevated average pulsatility index (pi) reading. The patient remains ongoing on lvad support at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.